Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead failed to capture and failed to sense. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.